Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that while he was working at 8:00 pm, one of his customers noticed him passing out and called 911. Emergency response came and did a fingerstick bg which was 37 mg/dl while the cgm was 134 mg/dl. The patient was given 3 tubes of glucose, a peanut butter and jelly sandwich, and a bottle of juice. He recovered and was not admitted to a clinic/hospital. At the time of the report he was feeling back to normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.